Manufacturer narrative:
H.6. Investigation: a complaint of a hole being found in the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 20065662 was performed. There was 1 quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #20065662 regarding item 10010453.

Event description:
It was reported that a sistemas medicos alaris, s.a. De c.v had defective tubing and leaked during use. The following was reported by the initial reporter: "new IV tubing primed with smof and placed in alaris pump. Smof quickly began leaking onto the floor from hole in the tubing."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a sistemas medicos alaris, s.a. De c.v had defective tubing and leaked during use. The following was reported by the initial reporter: "new IV tubing primed with smof and placed in alaris pump. Smof quickly began leaking onto the floor from hole in the tubing."